Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: d4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. H3, h6: product investigation summary: the product was returned to depuy synthes for evaluation. Visual inspection of the returned device found the screw head threads stripped. While no root cause can be established with the available information, factors such as the patient's age, underlying disease, bone density, or a possible early weight-bearing, could have led to implant failure. A dimensional inspection was not performed since it was not applicable to the complaint condition. A functional test was not performed since it was not applicable to the complaint condition. The overall complaint was confirmed as the observed condition of the va lockscr 2.7 he 2.4 self-tap l32 tan would have contributed to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. The device lot number is unknown; therefore, a device history review could not be performed. If the lot/serial number becomes available, the record will be re-assessed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2024, the patient underwent an unknown surgery for distal humerus shaft fracture with the screw, and surgery was completed successfully with no delay. After the surgery, the patient underwent a removal surgery on (B)(6) 2025, to remove the narrow plate and vadhp medial plate since the bone healed. The va locking screw 2.7 broke at the head, and the shaft remained in the bone for approximately 30 mm. The shaft could be grasped, but could not be turned at all, so it was determined that it could not be removed, and the wound was closed with the screw remaining in the patient body. The surgery was completed successfully within 30mins of delay. During manufacturer's investigation of the returned device it was identified that the screw head threads are stripped.